Manufacturer narrative:
Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m133272 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot m133272 and test base part number 190-430 / lot m133272. The quality control release testing met specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m133272 showed that the complaint rate is (B)(4). Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported false positive results with the ID now covid-19 assay. The customer reported positive results on direct tested dracon swabs with the ID now covid-19 assay performed (B)(6) 2021 at 1145. The kitted swab was used to collect nasopharyngeal and oropharyngeal samples. The patient did not believe the results. Later that afternoon, two samples were taken, one for repeat testing with the ID now covid-19 assay and one placed in viral transport media for examination with pcr. Both repeat and confirmation testing provided negative results. No remedial action was taken with patient care based on the ID now covid-19 test results. The patient was not symptomatic at the time of testing. No further patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.